Event description:
Please refer to report 0009613350 - 2019 - 00155.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Trend analysis: no trigger considering the following event is identified: infection event description: it was reported that the patient was implanted with biolox head on (B)(6) 2019 and revised on (B)(6) 2019 due to due to infection. Review of received data: patient had primary left tha placed on (B)(6) 2019. On (B)(6) 2019 patient started experiencing drainage from left hip incision. Patient sought treatment via emergency department on (B)(6) 2019 and was diagnosed with deep wound infection. On (B)(6) 2019 was taken to surgery with complete removal of all components, as well as extensive I&d done with placement of all new components. It was noted that the cultures were positive for staph aureus as well as mrsa. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Surgical technique is not reviewed as it does not provide information to assess reported event of infection. Sterilization certificate for biolox delta head was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Conclusion: it was reported that the patient was implanted with biolox head on (B)(6) 2019 and revised on (B)(6) 2019 due to due to infection. The in vivo time of the device is 14 days. The investigation results did not identify a non-conformance or a complaint out of box (coob). Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Based on the given information and the results of the investigation the complaint could not be confirmed. An exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# 00771101320, lot# 63989039, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset. Item# xl200150, lot# 692200. Item# 00625006540, lot# 64005644. Item# 110024464, lot# 837170, g7 dual mobility liner 44mm f. Item# 00625006530, lot# 63081166, bone screw self-tapping 6.5 mm dia. 30 mm length. Item# 010000664, lot# 6438728, g7 pps ltd acet shell 54f. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Surgical reports were received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately two weeks post implantation due to infection. Attempts to obtain additional information have been made; however, no more is available.